Manufacturer narrative:
Add'l devices implanted an involved: pxt281414/06614661 and pxc201200/7079979.

Event description:
On (B)(6) 2009, the patient underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On an unk date, imaging showed the aneurysm had enlarged 1.5 cm to a diameter of 6.4cm. On (B)(6) 2014, an intervention was performed to treat a left distal type I endoleak. The cause of the endoleak is reportedly unk. The left internal iliac artery was intentionally covered with a contralateral leg component. Final angiography showed resolution of the endoleak. The patient tolerated the procedure.